Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was unable to verify motor error alarms due to prime alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, minor scratched lcd window and missing endcap sticker.